Event description:
New information received reported that the patient experienced syncope, however, it is unknown whether the far r-wave oversensing led to syncope. In addition, the device was successfully reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net remote transmission that the implantable cardioverter defibrillator exhibited far r-wave oversensing and automatic mode switch episodes. Programming changes were discussed and no further information was available.